Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 19) occurred during basal delivery. The customer's blood glucose (bg) was 150 mg/dl. Reportedly, the customer loaded a new cartridge successfully and resumed insulin therapy.